Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead body and electrode tip found no anomalies; helix was retracted. Resistance and pressure testing was then performed, verifying the electrical performance and insulation integrity of the returned product. A detailed analysis to include x-ray imaging, confirmed no internal coil fractures but did show deformed/stretched inner coil near the lead's tip location. The stretched inner coil anomaly was suspected to have been induced during product removal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately two weeks post implant, this right ventricular lead dislodged. An attempt was made to surgically reposition the lead however helix rotation issues were exhibited and the lead was ultimately explanted and replaced. No resulting adverse patient effects and the explanted lead is intended to be returned for laboratory analysis.